Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were audible noises and excessive bubbles in the line during intraocular implantation surgery. The surgery was completed on the same after replacing the fms (fluidics management system) with another one. No error messages were displayed. There was no impact to the patient. Additional information received that bubble did not appear to obstruct surgical view.